Event description:
It was reported the patient underwent surgical intervention due to lead migration. During the procedure, the patient¿s lead was explanted and replaced. Postoperatively, effective stimulation was reported.